Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath and complications during insertion was confirmed, but the exact cause was unknown. One 4.5fr x 7cm ptfe microintroducer was returned for investigation. The introducer revealed evidence of use. What appeared to be blood residue was observed between the vessel dilator and sheath. A portion of the leading edge of the introducer sheath was crumpled. This type of damage can occur if the sheath is advanced against resistance. It was reported that the introducer would not thread into the vein easily. The sheath length and outside diameter of the dilator were within specification. Potential contributing factors include insertion technique and damaged transition between the sheath and dilator. The instructions for use (IFU) indicate to avoid sheath damage by simultaneously advancing the sheath and dilator as a single unit using a rotational motion. The dilator should not be removed from the sheath until the sheath is within the vessel to minimize the risk of damage to sheath tip. Since the reported damage was observed on the sheath, the complaint was confirmed; however, the exact mechanism of damage could not be determined. A lot history review (lhr) of refv3376 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "introducer/dilator would not thread into the vein easily. Pain and skin bunching when trying to advance. Had to open up a separate micro introducer kit to complete the PICC." Add info rcvd: was there patient harm reported?: discomfort during insertion attempt. (B)(6) 2022: the tip of the returned introducer sheath was crumpled and damaged.